Event description:
Reportedly, during testing, when the fio2 value was set to 30%, the display showed a value of 21%. Since calibrating the oxygen sensor did not resolve this issue, the sensor was replaced and the unit worked normally. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).